Event description:
It was reported that a m.blue (#fx802t) was implanted. According to the complainant, the valve caused an overdrainage and had adjustment problems. The patient underwent a revision procedure. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.

Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valve were determined. Permeability test: a permeability test has shown that the m.blue is permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the m.blue operates within the accepted tolerance in the horizontal position, but not in the vertical position. An accelerated outflow of m.blue could be determined. Adjustment test: the m.blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational. However, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, organic deposits were found in m.blue results: based on our investigation results, we can determine an accelerated outflow of the m.blue in the vertical position and a non-adjustability. The visible deposits in the valve have led to the functional impairment. Deposits of natural substances found in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can impair the integrity of the valve. The examination of the return shipment is completed with the creation of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.